Manufacturer narrative:
E1 - facility name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source experienced a flashing front panel during a set up for a procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light intensity decreases due to xenon lamp depletion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: as result of performing the device inspection by the repair department, the customer indicated phenomenon was reproduced. It is presumed that failure of mesh turret and filter turret was the cause of the phenomenon. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.